Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 4.2, lab: 2.3. This same patient gave a high result in february of 4.0, but no lab draw performed. Customer mentioned a different patient gave a discrepant result as well within the last few months; no data provided. The strip lot being used expired (B)(6) 2010. Tech support advised that expired strips should not be used.

Manufacturer narrative:
Investigation pending.